Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70 serial #: (B)(4). Description: infinion 70 cm lead kit model #: sc-3400-30 serial #: (B)(4). Description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was having difficulty charging the ipg. It was also mentioned that the patient was having difficulty aligning the charger to the ipg. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patients symptoms had improved and no longer needing the scs device. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was also mentioned that the patient was having difficulty aligning the charger to the ipg. The patient underwent an explant procedure.